Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of thrombosis is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, a 2.75x28mm xience sierra stent was implanted in the distal right coronary artery and right posterior atrioventricular segment to treat an acute myocardial infarction, cardiogenic shock, and cardiac arrest. On (B)(6) 2019, the procedure was performed to treat a lesion in the circumflex (cx) coronary artery, but in-stent thrombosis in the previously implanted stent was observed and confirmed through angiography. The stent was dilated with a 3x15mm non-abbott balloon dilatation catheter (bdc). The thrombus was attempted to be removed with a non-abbott thrombus aspiration catheter but was unsuccessful. The stent was dilated two more times with a 3x13mm non-abbott bdc and a 2.5x10mm non-abbott bdc. The stent was considered sufficiently dilated, and the procedure continued to treat the cx artery. The patient is recovering in the hospital. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.